Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours their blood glucose level had rose to 304 mg/dl. In addition it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient administered boluses and applied a new pod.

Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and the formed needle completely retracted. The download data indicates that the device completed both first and second prime. No damages or defects were observed with the needle mechanism that would result in the cannula not deploying.